Event description:
Report received from the USA stating that the device has a "hole in the hose" discovered after surgery. The event was not related to surgery. There was no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicated this is due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).